Manufacturer narrative:
A specific root cause was not identified. The investigation determined that the issues found by the fse was a possible root cause. Another possible root cause may be pre-analytics and sample quality.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys troponin t stat (tnt stat) immunoassay result for a patient sample on the cobas e 411 immunoassay analyzer. The initial tnt stat result was 0.075 ng/ml at 00:19 and was reported outside of the laboratory. The physician requested another sample to be collected and tested and the tnt stat result at approximately 05:00 was <0.010 ng/ml accompanied with a data flag. The initial sample was repeated on the cobas 6000 e 601 module and tnt stat result was <0.010 ng/ml accompanied with a data flag. The repeat tnt stat result on the e 601 was believed to be correct. There was no adverse event. The tnt stat reagent lot number was 27349702 with an expiration date of 31-oct-2018. The field service engineer (fse) found the beads mixer and high voltage out of adjustment. He observed that the analyzer was being operated without the cover and air circulation was noticeable in front it. He also observed static cling on clothing in the laboratory. The fse checked the analyzer by adjusting the bead mixer, sipper, and high voltage to the correct specifications. He performed analyzer precision, diagnostic, and performance testing that was acceptable. The customer ran calibration and quality control that was acceptable. The field application specialist (fas) found the sample was cloudy with microparticles. The fas found the calibration and quality control before, during, and after day of the event were within specification. The maintenance and analyzer temperature were complete and within specification. Two precision studies were performed and were within specification.